Manufacturer narrative:
The device is expected to be returned for laboratory analysis. When additional information is provided, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system passed away. The patient's spouse called to report the patient's death. She commented about a lawyer and a malpractice lawsuit, but reported no allegations against the device. It was noted that the patient was started on a new medication and there was concern the new medication may have been pro-arrhythmic. The field representative was contacted to interrogate the patient's device. The device was successfully interrogated and an episode was stored from the time of death. Boston scientific technical services (ts) reviewed the episode and noted the shock channel was gained up and the rhythm appeared polymorphic; however the right ventricular pace/sense channel was too small to determine sensing qualities of the device. Ts noted concern after a 41 joule shock was delivered that bi-ventricular pacing may have blanked the tachycardia. Ts stated there was not enough information provided and due to the poor quality of the strips, was unable to further evaluate the strips. The mortuary will be returning the device. Ts stated they would re-review the episode once the device is returned and a data download is performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the stored electrograms did not identify any issues with the device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.